Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that a pt who underwent bilateral lasik was diagnosed with asymptomatic trace diffuse lamellar keratitis (dlk) in both eyes, at the one day postoperative visit. The topical steroid drops were increased, and the dlk resolved with the treatment. There are two medical device reports associated with this event. This report is for the left eye.